Event description:
It was reported that, during set up for a tka surgery, as soon as the navio console was plugged in, it was received an error message of 'an error occureed during initialization: internal power system comm connection error. (Errcode= 400000004)'. The console was powered down twice and tried two further times. The ups battery was depleted. The navio case was aborted to perform a standard surgery. There was a delay of less than 30 min. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device was intended to be used during treatment and was not returned for evaluation. There was no serial number noted in the initial investigation documents. However, we reviewed all lots distributed from the first inspection up until the complaint occurrence date and did not find any product issues related to the reported event. Therefore, the device met manufacturing specifications. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint provides preventative maintenance instructions for powering the navio system. It states that ¿the navio surgical system contains an internal battery-operated power supply to power the system for approximately 10 minutes in the event of a mains power failure¿. In the event that navio surgical system does not start when the power button is pressed on the ups, it states to ¿verify that the navio surgical system power cord is connected securely to the navio system cart and the power outlet.¿ a relationship between the device and reported event has not been established. Without the device being returned, the issue could not be confirmed. However, a factor that could have contributed to the reported event could have been that the ups battery was depleted due to it not being plugged in while not in use. The root cause of the reported event could not be determined. Per complaint details, the device malfunction occurred during surgery but the procedure was changed to manual instrumentation to complete the surgery. Without supporting clinical/medical documents, a thorough investigation cannot be performed.